Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned by the customer; however, a (B)(6) feed image was attached in this complaint and presents: the distal end kinked with the polymer coating partially peeled exposing the corewire. It is difficult to determine if the corewire tip is exposed or not. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported via (B)(6) that 3x too many breaks occur with the v14 wire. Additional information has been requested but not received.